Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited high out of range shock lead impedance (sli) measurements, measuring at 127 ohms n the right ventricular (rv) channel. Technical services (ts) reviewed and discussed the normal impedance range and stated that there were no sudden jumps in sli observed in latitude. Ts recommended to increase the out-of-range limit to 150 ohms and consider max energy synchronized shock. It was suspected that it could be calcification or physiological issue and there was sharp increase in impedance measurements over the past month. This device remains in service. No adverse patient effects were reported.